Event description:
Boston scientific received information that during a follow up visit this right atrial (ra) lead had a decrease in atrial sensing and a loss of capture. The physician suspected that the lead had dislodged. The patient will be monitored at the next follow up visit. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be udpated.